Manufacturer narrative:
Vyaire complaint #: (B)(4). The customer stated that no device/component will be returned for investigation/evaluation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the vela ventilator experienced a transducer fault during use on a patient. The customer advised the patient was moved to another ventilator and there was no patient harm associated with this event.